Manufacturer narrative:
Further evaluation of the issue determined root cause was that the battery wire harness was not correctly oriented on the battery pin. The incorrect orientation caused the grommet to push through the case, causing the shutdown reported.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised the device was able to be powered back but powered off several times during the transport. The customer advised that patient survived and there was issue with patient care.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised the device was able to be powered back but powered off several times during the transport. The customer advised that patient survived and there was issue with patient care.

Manufacturer narrative:
Section h10 and/or h11 of MFR report indicates: further evaluation of the issue determined root cause was that the battery wire harness was not correctly oriented on the battery pin. The incorrect orientation caused the grommet to push through the case, causing the shutdown reported. Section h10 and/or h11 of MFR report should indicate: further evaluation of the issue determined root cause to be the improper installation of the battery wire harness which resulted in the battery pin in well 2 to be unable to make a proper connection with the battery. The improper installation occurred during the maintenance of the device. Section h6 of MFR report indicates: conclusion code - caused traced to component failure. Section h6 of MFR report should indicate: conclusion code - caused traced to maintenance.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control further evaluated the customer¿s device but was unable to duplicate the reported power issue. Physio did observe battery pins in one battery well to be bent. The rear case and battery wire harness were replaced as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate loss of power.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised the device was able to be powered back but powered off several times during the transport. The customer advised that patient survived and there was issue with patient care.